Event description:
The patient has a history of pad, hypertension, copd and coronary diagnostics. The physician used 2 pacific xtreme balloons to treat a cto in the superficial femoral artery as per IFU. It was reported both devices were prepped and loaded with no difficulty reported. The devices were passed through previously deployed stents with no resistance. During the first inflation both balloons ruptured while dilating a graft post laser atherectomy, a pin hole leak was noted at 6atms. Both devices were removed from the patient with no issues noted. Another device was used to treat and complete the procedure. No injury to the patient reported.

Manufacturer narrative:
Evaluation summary: a visual and tactile inspections were performed. The purging phase was performed and no leak was detected. It was possible to insert, after flushing the guide wire lumen a 0,018¿¿ guide wire. The balloon was inflated till 10 bar, but neither leak nor pinholes were visible on the balloon and the pressure was maintained. No issues were found on the device. If information is provided in the future, a supplemental report will be issued.